Event description:
User insert swab into ear. Upon removal user ascertained one tip was missing but had no way of knowing if tip was in ear or not. After onset of ear pain and difficulty hearing, user went to family dr who confirmed that a swab tip has lodged in the ear canal and who subsequently removed the tip form the ear canal.